Event description:
It was reported that the user¿s dexcom g7 sensor paired with the dexcom app but did not connect to the ilet, resulting in a pairing failure for the ilet only. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included user inconvenience and the need for troubleshooting and education. Investigation included technical support guidance, power cycling of the ilet, sensor type re-selection from g6 back to g7, and time-based observation for automatic pairing. Investigation of this case revealed that the ilet had previously shown blood glucose readings and that a transient connectivity issue was suspected. It was concluded that the event involved a communication pairing issue without patient injury and that continued monitoring and user callback were advised if the sensor did not connect.